Event description:
During a laparoscopic cholecystectomy the clip malformed on the 1st and 2nd and 3rd firing. It was twist shape (scissoring shape). It did not cut any vessel. Another like device was used to complete the procedure. There was no pt consequence. One device returning.